Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will call back at a later time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed unexpected restart during error test due to connector voltage leak. Low reservoir alarm function properly during test. The insulin pump passed displacement test, operating currents, self-test and off no power test. No unexpected off no power alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.